Event description:
The lay user/patient contacted lifescan (lfs) in 2009 alleging that her onetouch ultrasmart meter started to revert to the setup mode at 8pm the previous month, and also reported having symptoms of frequent urination and thirst, the medical surveillance specialist (mss) was unable to reach the patient for additional information; therefore, this complaint will be classified based on the customer care advocate (cca) documentation. It was also noted that the patient skipped his usual dose of medications (35 units of 70/30 in the morning and 40 units of "aph" at night and developed symptoms of frequent urination and feeling thirstier as a result of not being able to test. It is unknown how much time passed from when the reported issue began to when the symptoms started. The patient also tested on another device and got "136 mg/dl" 12.5 hours after the reported issue began. It is unknown if the patient was symptomatic at the time of this test. No other forms of medical intervention/treatment were reported. The cca walked the patient through troubleshooting and resolved the issue with training. Replacement products were still sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly became hyperglycemic after not being able to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.